Event description:
It was reported that the ilet sleep/wake button was unresponsive, resulting in the user needing to place the device on a charger to wake it, and a video documenting the issue was obtained. Symptoms included no clinical symptoms, and the user reported a highest blood glucose of 283 mg/dl without alerts. Outcomes included no injury, no hospitalization, continued device usability, and planned device return with data sync and standard shutdown guidance provided. Investigation included collection of user-reported details and video, review of device use and handling, and arrangements for device return for further evaluation. Investigation of this case revealed a suspected mechanical or electrical failure of the sleep/wake button or associated interface, consistent with a hardware malfunction affecting the device¿s user interface while core therapy functions and cgm connectivity remained available. It was concluded, based on previously established findings for similar reports, that the cause was hardware component failure not related to user operation.